Manufacturer narrative:
A ge rep evaluated the system, and replaced the image processor board. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the display went white while taking a lateral shot. No pt injury was reported.